Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure was performed on the left lower limb, targeting the lesion from the common iliac vein (civ) to the external iliac vein (eiv). Stent length was assessed using ivus in 1 cm increments and measured approximately 15 cm, with an observed elongation of around 7%. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, no specific lot was provided, therefore, no DHR-review could be performed. Investigation summary: neither sample nor images provided which leads to inconclusive result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system was found sufficiently described, in particular the instruction for use state: 'confirm that the introducer sheath is secure and will not move during deployment. (...) Hold stability sheath. Do not hold or touch the dark moving sheath. Note: do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pta the instruction for use state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.' Regarding damage the instruction for use state: 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' Stent misplacement was found mentioned under potential adverse events that may occur. G2, g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure was performed on the left lower limb, targeting the lesion from the common iliac vein (civ) to the external iliac vein (eiv). Stent length was assessed using ivus in 1 cm increments and measured approximately 15 cm, with an observed elongation of around 7%. There was no reported patient injury.